Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03208.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2015-03208. It was reported the patient experienced a motor vehicle accident and a fall (date of event is unknown) which resulted in changes in stimulation (loss of stimulation in pain pattern, unintended stimulation and overstimulation). As a result, the patient is no longer using stimulation. Diagnostics revealed both low and invalid impedance values. An sjm representative was unable to resolve the issues with reprogramming. Surgical intervention will be taken at a later date to address the issues as steroid injections were given to no avail.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03208. Additional information received identified the patient's scs ipg and scs lead were explanted and replaced. The issues resolved with the surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03208.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation: results: the reported shocking and ineffective stimulation was confirmed. The lead was returned complete with considerable damage to the lead body incurred during the explant procedure. The paddle did not have any visible explant damage; however, microscopic inspection identified broken and /or wires detached from the electrodes. Continuity testing identified that all of the channels were electrically open. The broken wires could have caused intermittent and unintended stimulation or discomfort. The broken wires are consistent with tensile overstress the lead was subjected while in vivo. This stress could have been caused by the reported motor vehicle accident and/or the fall the patient experienced prior to when changes in stimulation occurred. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.